Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed an open sore underneath the lifevest. The sore was bleeding, and the patient reported that the garment was tight. The patient's home health nurse was applying triple anti-biotic cream on the wound. The patient was issued a larger sized garment and the wound healed.